Event description:
Information received by medtronic indicated that the customer received a pump error 15 and 23 alarms.  Troubleshooting was performed and the alarm was successfully cleared and the  customer was able to rewind the pump  no harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test and self test. The test p-cap locks properly in place in the reservoir compartment noted. Unit successfully downloaded to thump. No pump error 23 and pump error 15 alarms noted during test. In further full review found pump error 23 alarm in the pump history on 06-dec-2022 at time 13:50:11.000 and pump error 15 alarm on 06-dec-2022 at time 13:50:09.000. No unexpected pump error 23 and pump error 15 noted in the pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor home switch. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked case, cracked battery tube threads, serial number label stained, serial number label fading, scratched case, pillowing keypad overlay, and corroded battery tube. No pump error 23 and pump error 15 noted during testing ;however, found on history files. Pump error 15 and pump error 23 alarm was confirmed due to hardware error. Moisture found on the electronic assembly and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.